Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was deactivated and the patient was hospitalized due to three inappropriate shocks as a result of oversensing. Boston scientific technical services (ts) reviewed the device data and noted that there have been three untreated, three treated and one atrial fibrillation (af) episode since (B)(6) 2020. All recorded episodes show major signal deflections, baseline shifting and occasional losses of signal or sudden drops in amplitudes in the primary vector. These kinds of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. Ts requested a high-resolution x-ray of the system to evaluate lead insertion and exclude lead impairment. Ts recommended permanently reprogramming the sensing configuration to secondary. Additional information received indicates that the device was reprogrammed to secondary and the noise could be reproduced. The device was reactivated and the patient was discharged. No x-rays were obtained prior to discharge.